Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device case was opened and the battery was replaced with an external power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, causing the reported field observations.

Event description:
This pacemaker reached end of life (eol). The physician requested for a stat analysis regarding the longevity of this device. Additional information indicated that the physician questioned the device's short longevity. The pacemaker was explanted and replaced. No adverse patient effects were reported.